Manufacturer narrative:
Patient code (B)(6) captures the reportable event of urinary tract obstruction. Study: u0702 sabre.

Event description:
It was reported to boston scientific corporation that spaceoar vue device was implanted during a spaceoar vue implant procedure during a clinical trial study performed on (B)(6) 2022. The procedure was performed under local anesthesia. Anti-anxiety medication, alprazolam, was administered prior to procedure. Prophylactic antibiotics were administered. A total of 3 fiducial markers were successfully placed prior to procedure. During the procedure, no adverse events or device observations were noted, and the procedure was completed without complications. The patient received flomax treatment prophylactically from (B)(6) 2022, to (B)(6) 2022. On (B)(6) 2022, the patient started treatment with radiotherapy delivered via linac. A total of five fractions were administrated between (B)(6) 2022, to (B)(6) 2022. However, on (B)(6) 2022, the patient experienced a non-serious urinary tract obstruction. Actions taken included flomax medication. The event was considered to be resolved on (B)(6) 2022. The relationship to the spaceoar device and event was reported to be possible and the relationship between the spaceoar implant procedure and the event was reported as a possible related. It was reported the relationship between the hydrodissection procedure, and the event was not related. It was also reported the relationship between the fiducial's marker placement and the event as not related as well.